Event description:
Approx. 1-month after the initial surgery the pt returned for follow up. X-rays taken showed that the last screw of the right side of the spinal construct had disengaged from the rod and the setscrew was loose at the site. A revision was performed and the setscrew was removed. The screw was not replaced at the surgeons discretion and a new setscrew was used to hold the rod and a sublaminer wire was used at the level above to back up the screw. As surgical intervention occurred an MDR is being filed.